Manufacturer narrative:
Device evaluation follow-up #1 submitted 10/10/2016: the device was returned to animas and evaluated by product analysis on 09/14/2016 with the following results. Error 1 sub code 13 (rtc defective) occurs immediately when on the powering meter. Unable to pair pump and meter and complete required investigation due to inability to clear the error 1 sub code 13 message.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a meter error 1 with a sub-code 13 that was unable to be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.